Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was revised with appropriate measurements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high capture thresholds on the right atrial (ra) lead. A dislodgment was revealed on chest x-ray. Re programming was performed and a lead revision was to be scheduled. The lead remains in use. No patient complications have been reported as a result of this event.